Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned high. Fol lowing a post-implant balloon aortic valvuloplasty (bav), the valve dislodged into the ascending aorta. A second valve implant was attempted but the delivery catheter system (dcs) was unable to pass through the first valve. Subsequently, the second valve was removed from the patient and the procedure was discontinued with no further treatment. No associated adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained that after the balloon aortic valvuloplasty (bav) was performed, angiography indicated an aortic dissection and cardiac tamponade. Percutaneous cardiopulmonary support was provided however, the patient died one day post implant of the valve.

Manufacturer narrative:
Aortic dissections were known complications that can occur during any percutaneous intervention, and were listed in the device IFU as potential patient adverse effects. In this case, it was reported that the dissection occurred after the post bav was performed, and confirmed that it was not detected on angiographic imaging prior to the bav. Therefore, it was likely that the post bav may have caused or contributed to the dissection, but an assignable root cause cannot be determined from the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.